Manufacturer narrative:
Additional information was received on (B)(6)2021. Patients¿ blood pressure drop did not drop. Patients heart rate did not drop. A blood transfusion was not required. There were no other issues or intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The valve seemed to be damaged and blood flowed back out of the sheath during blood vessel insertion. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. It was not reported the valve broke, just considered that something was wrong (valve). The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. The hemodynamics were compromised due to bleeding. A few drops, but the exact amount is unknown. The device evaluation was completed on 27-sep-2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The valve seemed to be damaged and blood flowed back out of the sheath during blood vessel insertion. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. It was not reported the valve broke, just considered that something was wrong (valve). The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. The hemodynamics were compromised due to bleeding. A few drops, but the exact amount is unknown. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-sep-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).